Event description:
Customer reported there are air bubbles in the reservoir and in the tubing of the infusion set. Customer blood glucose was 136 mg/dl. Customer stated that she has been leaving the insulin out before filling like advised previously. Customer has tried to take out the bubbles with manual prime works for 24 hours then bubbles reappear. Customer stated only for three full days she did not have any bubbles. Customer stated the bubbles appeared during normal basal rates and it seems less appeared during temp basals. Customer states she has had high blood glucose because of the air bubbles. Troubleshooting was performed. Blood glucose was reported at 13 mg/dl. The sizes of the bubbles are the size of straight pin. Customer stated the device was not rewound with the reservoir in place. No leaks noted. Customer was advised to do a set change air bubble still persisted. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See medwatch report # 2032227-2014-05132.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.